Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed the alarm messages ¿device failure, heating off¿, and ¿temp. Of humidifier heater high¿. The heating turned off. The device was replaced. The patient, an infant weighing 300 g, developed an arrhythmia.